Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient rep reported they were charging the patient's implant today and the controller switched from channel a to channel b. Patient rep stated they switched the controller back to channel a and the patient was getting a tingling in their back. Patient rep noted the patient could walk but they got a tingle up and down on the side where the implant was. Patient rep was worried about the patient being in pain or if it was a serious thing or not. Controller 100% and implant 100%. Patient rep mentioned patient feels stimulation tingling down their legs, back and arms and wants to decrease their stimulation. During the call, agent walked patient rep through adjusting stimulation in group a to decrease stimulation to comfortable level. Agent asked clarifying question and patient rep confirmed patient was to use group a. Agent informed patient rep to monitor and if patient isn't getting adequate pain relief to follow up with their hcp to further address issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient. Patient was asked, what led to settings changed by themselves. And patient responded operator error, settings restored to original. Patient was asked, about cause, action taken, resolution and weight. But, patient did not answer.